Event description:
It was reported that the handpiece received an error code 3 as soon as it came out of standby mode. This problem was duplicated in troubleshoorting. The case was completed with a second handpiece with no pt consequence.